Event description:
The customer reported the subject device exhibited the image problems. An olympus filed service engineer (fse) confirmed that a blackout of the image occurred, and the displayed image was flickering. The reported issue occurred while preparing the subject device, prior to a laparoscopy. The intended procedure was completed using another device without a delay. There was no patient or user injury reported due to the event. This report is being submitted for the reportable malfunctions of blackout and flickering image.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (blackout) was confirmed and found to be caused by a power unit failure. It was also observed that there was no response upon pressing the keys. The reported issue (flickering image) was not confirmed or duplicated. However, it was observed that after replacing the power unit with a new one to check the device, the displayed image was noisy, but the image was visible. Noisy image was found to be caused by a connector failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root causes of the faulty video connector socket and faulty power supply unit could not be determined. Olympus will continue to monitor field performance for this device.